Event description:
Overinfusion found on this pump during biomed testing. Technician programmed pump to administer 10 ml over a 2 minute period and the pump administered 11 ml. This test was performed 3 times with the same results. No pt involvement has been reported at this time. Pump will be sent to baxter's pal lab for eval.